Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a webster cs catheter with auto ID technology. The catheter had foreign material on the catheter. The cs catheter had yellow tape stuck to the end of the catheter and the staff didn't want to use it because they felt that it would get stuck when inserted into the sheath. When the catheter was replaced, the issue resolved. It was shipped with the orange tape not the normal blue tape. There were no wires and/or braid being exposed and no lifted or sharp rings. The catheter was never inserted in the patient. There was no detachment. The catheter felt different where the tape placed onto. The shaft ¿ handle transition is where the catheter differs from past cs catheters. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-apr-2022, bwi received additional information clarifying a comment previously reported in section b5 of the 3500a initial. "It was shipped with the orange tape not the normal blue tape¿ is related to the part marked in red a photo sent to bwi. The bwi product analysis lab will analyze this photo but the analysis is not yet done. Additionally, on 19-may-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).